Manufacturer narrative:
Correction: h6: annex a, annex g summary of event: as reported, a patient underwent an ureteroscopy procedure in which the ncircle tipless stone extractor, was used. While opening the package, the basket would not work properly, the wires are stuck together. The physician separated the wires using by hand. When the basket enters the ureter out of the scope, the wires are stuck together a second time. As the patient had only one stone that was small in size, the physician used the device in question to complete the procedure. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence. Investigation evaluation: reviews of the instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. The complaint device was not returned to cook for investigation. Cook could not complete a review of the device history record (DHR) or search for other complaints from the product lot due to lack of lot information from the user facility. The IFU did not provide any information related to the reported issue. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of complaint file and quality control documents suggests that there is evidence to support that the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Based on the information provided and the results of the investigation, cook determined the cause for the crossed basket wires could not be established. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E3: initial reporter occupation: coordinator. G4: PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, a patient underwent an ureteroscopy procedure in which the ncircle tipless stone extractor, was used. While opening the package, the basket would not work properly, the wires are stuck together. The physician separated the wires using by hand. When the basket enters the ureter out of the scope, the wires are stuck together a second time. As the patient had only one stone that was small in size, the physician used the device in question to complete the procedure. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence.